Manufacturer narrative:
H6: updated. H3: one device was received. Device was visually tested and the customer reported complaint was able to be confirmed. A puncture was observed on the tubing. The probable cause of the damage is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a leak. The event occurred in the facility. This occurred before patient use during priming, no patient harm/adverse event was reported.